Event description:
At 4 months from primary, revision surgery was performed due to infection from uncontrolled diabetes. Washout of the knee and change of the tibial insert, of the same size, was performed.

Manufacturer narrative:
Batch review performed on 06-03-2025 lot 2403365: (B)(4) items manufactured and released on 29-02-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.